Manufacturer narrative:
Patient identifier not provided ((B)(4)), age and date of birth not provided, weight not provided, title and email address not provided.

Event description:
Doctor reported that implant blister was not sterile. During surgery doctor noticed that implant blister was partially opened. The product was not sterile and could not be placed. Patient was rescheduled for a new placement.

Manufacturer narrative:
One osseotite® tapered implant was returned for inspection. The implant packaging was not returned. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: (B)(4) rev. F 11/2015 and instsm rev d 02/16. Information identified: IFU ((B)(4) rev. F 11/2015) states, sterility: all dental implants are supplied sterile and are labeled ¿sterile¿. All products sold sterile are for single-use before the expiration date printed on the product label. Do not use sterile products if the packaging has been damaged or previously opened. Do not re-sterilize. Complaint indicates that the blister pack of the implant lost sterility due to being partially opened. The alleged event is non-verifiable with the information provided. The product packaging was not returned. A root cause could not be determined for this complaint. (B)(4).